Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on via power switch during setup. It was reported that there was no patient involvement at the time the issue was discovered. There was no reported patient or user impact. The biomedical engineer (bme) called technical support to report that the device was not turning on via power switch during setup and requested onsite service for repair. The bme also mentioned that the yellow light emitting diodes (leds) were illuminated on the front panel, and the bme tried to power the device on with alternating current (ac) power only and battery power only, but the issue remained. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and replaced the power management (pm) printed circuit board assembly (pcba) which resolved the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.